Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump load step dispensed 50 units of insulin prior to the patient removing the cartridge from the pump. There was no pump serial number provided by the patient. This report is made based on the allegation that the pump dispensed insulin during the load cartridge phase. There was no adverse event associated with this complaint.